Event description:
It was reported that 6 days post insertion the rn called to state that they had high pressure alarms on the pump and note obvious blood in the tubing. The rn had clamped the tubing and disconnected from the pump. The fellow was at the bedside and the doctor was on his way in to remove the catheter. The pt was stable. The rn wanted to make sure she had followed the appropriate steps. The clinical support specialist (css) confirmed that this was indeed the correct action and discussed that the intra-aortic balloon (iab) should be removed asap and within 30 minutes to avoid clot formation. The css and rn discussed patient monitoring and the rn stated the "patient is stable with no signs of complications." The css gave the rn her direct number and told the rn to call if she had more questions in the meantime. At 0846 est the css spoke with the rn who stated that the catheter was removed without complication, the pt was stable and the doctor chose not to reinsert as this time. The rn asked if reducing volume in the iab may have prevented the issue (based on her conversation with the fellow). The css discussed balloon volume and the balloon pressure waveform (bpw). The rn stated that they measured the bpw platform pressure q4 and she is aware of the proper pressure difference of within 25 mmhg. The css assured the rn that this was not likely due to the iab being over occlusive since they were monitoring it, unless the catheter had moved to an inappropriate position. The rn agreed and said the catheter had also not likely moved. The css and the rn discussed volume removal and limits. The rn stated that they only got high pressure alarms although during the discussion, it seemed that she may have also had he (helium) loss alarms based on the messages she repeated to me. There were no strips available at this time. At 1043 est the css spoke with the nurse caring for the pt and the pt remained stable without complication.

Manufacturer narrative:
(B)(4).